Manufacturer narrative:
(B)(4). Concomitant product(s) - unknown femur; unknown tibial plate. Report source: - (B)(6). Customer has not indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient began experiencing pain approximately three years post implantation and underwent a revision; a screw was observed from radiographs prior to the revision surgery and intra-operatively discovered to be fractured. It was noted that the patient had no clinical symptoms and the stabilization of the ligaments was adequate. No additional information is known at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation will be sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.